Event description:
I was mapped for and began rtms therapy on (B)(6) 2025, in an attempt to alleviate my diagnosis of treatment resistant depression. I was only able to complete three sessions of treatment before the side effects became too intolerable to continue. The side effects lasted about 48 hours after my final tms session. During the actual therapy sessions, I felt no side effects other than mild discomfort. However, when I returned home after the 2nd treatment on (B)(6) 2025, I developed a strong and constant headache that continued until saturday (B)(6) 2025. Immediately after the third treatment on (B)(6) 2025, when I left the clinic, I began to feel lightheaded and dizzy, to the extent of feeling drunk (I do not drink alcohol). After the third session, I also developed a persistent burning sensation behind my face and eyes that lasted until saturday (B)(6) 2025. Simultaneously, I developed a persistent mastication or jaw flexing tic that I have never had in my life; this also lasted about 48 hours after the last tms session I received. For that 48-hour period, I also feel extremely agitated, with significantly lowered mood and increased depression symptoms. This was exacerbated by an almost complete elimination of my ability to focus/concentrate, resulting in difficulty at work. During the 48-hour period, post-tms, I had some confusion/memory issues, including with word/concept recall. I usually have no issues with word recall. There were no changes in my diet, activities, sleep, medication, or other lifestyle/environmental factors during this week, other than initiation of tms therapy. This highly suggests all the above symptoms are a direct consequence of the tms therapy, in contravention of the conventional wisdom this treatment is "safe and effective." It is neither. I notified the clinic's doctor on friday (B)(6) 2025 of these symptoms. The doctor advised to discontinue the tms treatment. All symptoms relating to the side effects have since subsided, and I have permanently discontinued tms treatment. I raise these symptoms in the hopes the common mantra that tms is safe may be reconsidered. The side effects described above appeared on (B)(6) 2025, but I have listed the date my tms therapy started as the "test date." The tms machine's settings and configuration were not shared with me. I would note the tms mapping took approximately 20 minutes and, despite using an electrode to measure my motor threshold, all mt measurements appear to have been conducted visually based on movement of any finger on my right hand.